Event description:
Patient had a spinal fusion with placement of rods and screws. Post op period went extremely well. At routine follow up appointment, images were completed. The image showed the inferior tip of the right rod was superior to the bottom screw. The rod was found dislodged from the screw. This required a return to the or and a replacement of the solera set screw break-off set screw. The vendor has stated that they were reporting this event. Manufacturer response for screw 5.5/6.0mm solera set screw break-off set screws log 663120, solera set screw break-off set screws (per site reporter). They are investigating.